Manufacturer narrative:
(B)(4). The device was evaluated. An event history log review, service history review, visual inspection, and functional inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during functional testing and the event history log review. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. The nurse stated this event occurred as soon as they turned on the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.